Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition. The report of service due has been replicated. The battery is seven days short of the limit of 5 years. The battery will be replaced as a preventative maintenance measure.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited maintenance due error number 56. The patient reported that she did not remember exactly, and the pump was alarming. Subsequently, the patient switched to back up pump. No reported adverse event and no reported patient injury.